Event description:
Dr claims that a hemashield patch was implanted in a patient in 2009. The patient returned to the physician with an infection the next month, at which time, the device was explanted and replaced. The replacement device has not been identified at this time. The explanted device was sent to pathology by the hospital and is not available for return.

Manufacturer narrative:
Being investigated. The device history records for the batch were reviewed. Results - all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch. Should information become available, it will be included in a follow-up report.